Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began a couple of weeks prior to contacting lifescan. The patient reported obtaining blood glucose readings of ¿46 and 127mg/dl¿ on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages their diabetes with insulin with no adjustments. The patient denied making any changes to their usual diabetes management regimen in response to the alleged inaccurate readings. The patient denied developing any symptoms. The patient reported visiting their doctor where they were advised to obtain a new meter. No medical treatment was reported. The patient reported testing their blood glucose on a doctor/clinic¿s meter but did not report the exact result obtained. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms and did not report any medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.